Event description:
A complete se peripheral stent system of unk size was used to treat a sfa lesion in a pt. It was reported that, approx 14 months post stent implantation, a f/u x-ray showed a single tine fracture of the stent. Film review: cine images were rec'd for evaluation. Based on review of the images the reported stent fracture is inconclusive. Complete se sfa is a pre-market study device, but is similar to complete se iliac/biliary which is approved in the us.

Manufacturer narrative:
(B)(4). Evaluation: results: (root cause of reported stent fracture unk).